Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device exhibited the image cut off monumentally. When doctor use the foot pedal, during cautery. The issue occurred, during a therapeutic upper endoscopy procedure. Was completed using the same device. There were no reports of patient harm.

Event description:
No additional information from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation. The customer contacted olympus technical assistance support (tac) via phone. The patient is instructed to first confirm the following two items: confirm that this monitor and video processor are connected to the cart's isolation transformer, and that these two and any other equipment on the cart are not plugged directly into the wall. Confirm that the power cord of the olympus cart is not plugged into the same outlet as the cautery device. This cart must be plugged into a different outlet and/or circuit than the electrosurgical device. Issue resolved. The customer informed tac of the event. The device will no be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.